Event description:
In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 7 years and 3 months due to stenosis and calcification. Per the op report, the patient had been experiencing progressive shortness of breath and on cardiac catheterization was found to have a patent left mammary to his lad and a vein graft to the marginal. His prosthetic aortic valve was noted to be severely stenotic on echo. Also noted to have severe mitral regurgitation. Upon explantation of the valve, it was calcified and highly stenotic. The explanted device was replaced with a new edwards bioprosthetic valve. On tee, the aortic valve was functioning normally with no significant gradient. The patient tolerated the procedure well.

Manufacturer narrative:
Device not returned. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. Although the root cause of this event cannot be confirmed, it appears that the calcification likely caused the patient's stenosis. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the availalbe information.